Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed in the exposed soft cannula. A leak test was conducted and a leak was observed from the tear. The cause and timing of the observed cannula damage could not be determined. Pod data did not contain any abnormalities that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. It could not be conclusively determined if the observed cannula damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 450 mg/dl while wearing the pod between 1 and 4 hours on their leg. Information on treatment was not provided. The device was originally reported for allegedly not delivering insulin properly.